Manufacturer narrative:
Insulin pump received with broken battery cap noted. Insulin pump passed displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 600 mg/dl. The customer reported that insulin pump kept shutting off and contacts of the battery were flat. Customer reported they are unsure if the drive support cap was protruded, loose, sticking out or flush. Customer declined troubleshooting. The insulin pump will be returned for analysis.